Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter, information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient had pain at the catheter site and had a potential infection. The doctor removed the intrathecal portion of the catheter in april of 2018 and treated the patient. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the pump and catheter replacement procedure on (B)(6) 2018. With regards to diagnostics/troubleshooting performed, ¿na¿ was noted. The issue was not resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient had gotten really sick. The patient had an infection, (B)(6), in the area of the pump. Magnetic resonance imaging (MRI) was planned to look for discitis and to see if there is more (B)(6) in the area. The pump was explanted on (B)(6) 2018. Computed tomography (CT) scan shows that the catheter remains implanted in thoracic spine area. However, the patient¿s son said the full system was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient¿s entire system was removed. The results of the MRI were unknown. Per the reporter they were told that mrsa was not found. No further complications were reported or anticipated.